Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the laser was not working properly. A stand by laser was used to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The nonconforming laser module was replaced. The system was then tested and met all product specifications. The system was manufactured on february 27, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser module. The manufacturer internal reference number is: (B)(4).